Event description:
It was reported that the insulin pump alarmed button error. Customer's current blood glucose reading is 130 mg/dl. Customer stated that they went into the pool on accident. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to a flattened button dome switch. No button error alarm was noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump had cracked battery tube threads and a severely scratched display window.